Manufacturer narrative:
Date rec'd by MFR:10apr2019. Event problem and evaluation codes: method code, results code, conclusion code. The field service engineer (fse) replaced the speaker assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The speaker assembly was returned for evaluation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested and the reported condition was not duplicated. The product meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator was found to have an incorrect start up tone. The field service engineer (fse) the main and backup alarms and they are working fine. The investigation is ongoing. The event date was not specified; estimate used.